Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the latch spring was needed to be lubricated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician lubricated the latch spring to resolve the issue. Based on this information, no further action is required.